Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced hyperglycemia. The customer blood glucose level was 29 mmol/l at the time of incident and other blood glucose value was 8 mmol/l. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active. Customer declined to troubleshoot for high blood glucose value as she was positive that the issue was the infusion sets. The device will not returned for analysis.